Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a patient alert for out of tolerance sub-threshold lead impedance on (B)(6) 2012. The daily high voltage lead impedance trend data shows an abrupt increase for defibrillation active can on impedance and superior vena cava defibrillation equaling 46 to 254 ohms peak between (B)(6) 2012.

Event description:
It was reported that the lead had high impedance and triggered a patient alert. It was also reported that the lead issue was possibly due to a loose set screw on the device. It was further reported that during the lead revision, when the device was removed from the pocket, the high voltage pin for the right ventricular lead coil fell out of the header. The pin was reinserted into the header and tightens securely. The device and leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.